Event description:
This supplemental report is being filed as device evaluation had been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that lead measurements for the right atrial (ra) and right ventricular (rv) leads connected to this cardiac resynchronization therapy defibrillator (crt-d) were changing. Impedances on both leads were increasing, and eventually reached greater than 2000 ohms on both leads. There was reportedly noise on the ra channel and increasing thresholds on the rv channel. It was suspected that the rv lead had fractured. Subsequently, the leads and device were explanted and replaced. No additional adverse patient effects were reported.